Event description:
It was reported that a spectrum pump had an air in line for occlusion errors during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing 'not able to get to occlude' was not reproduced. A review of the event history log revealed multiple air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified due to the likelihood they were referring to air in line alarms with their initial report. The cause of the condition was determined to be a failed ultrasonic sensor, which is a known cause of false air in line alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.